Event description:
The customer reported that they created a plan which should have been of a dynamic mlc type and was inadvertently changed to a static type. Rt chart shows field a for the pt as a static mlc and field b as a dose dynamic mlc. Their treatment planning system shows both fields as dynamic. As a result of the switch in mlc type, the pt was treated incorrectly for 21 of 28 fractions. This site has calculated that the actual dose delivered to the pt was approximately 8% greater than what was planned, which they do not feel was clinically significant. The customer stated, however, that this extra dose will not be compensated for during the last 7 fractions because "it's not practical."

Manufacturer narrative:
Vestigation showed that this issue occurred due to user error. Varian personnel gathered data via software scripts and evaluated the treatment history logs for this pt to determine the cause. The customer had two sets of treatment plans for the pt with very similar looking names. One plan had the intended dynamic mlc type, the other did not. When the therapist brought up the pt for treatment, they mistakenly selected the wrong plan. At the time varian rec'd this complaint, varian analyzed it and concluded that there had been no serious injury. We applied the definition of a serious injury as defined in 21 cfr 803.3 (z) (bb) and we also considered the radiation therapy medical community's understanding of serious injury for radiation overdose or under dose. For that reason, we would not have submitted an MDR. Varian is reporting this complaint is an MDR based upon specific direction from our FDA investigator as to the FDA's interpretation of "serious injury" in the context of radiation therapy. Due to an oversight, the submission of this MDR was delayed.